Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) alarming when connected to the system controller was unable to be confirmed. The mpu was not returned for analysis the submitted log files did not show any atypical alarms while the controller was connected to the mpu. Provided information indicated that the mpu did not appear to be damaged. Attempts were made to obtain additional event information, but no response was received. The root cause for the reported event was unable to be determined via this investigation. The device history records were unable to be reviewed due to the serial number of the mpu being unknown. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook and heartmate 3 IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: the device serial and lot number were not provided, and the manufacture date (h4) could not be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was concerned about a problem with their mobile power unit (mpu), noting an alarm sound when connecting to it with their system controller. The mpu was inspected and appears in normal condition. Log files were submitted for review and found no alarms when the patient was connected to the mpu. It was found that the patient was sleeping on battery power, and low power events related to normal battery depletion were found. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was found to be operating as intended.